Event description:
It was reported that the lead exhibited atrial undersensing. The p-waves measured approximately 0.6 mv. The lead could not be repositioned and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.